Manufacturer narrative:
Unit powered on properly after battery installation. Unit passed active current measurement, sleep current measurement, and self test. No frozen screen noted during testing. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, the following battery faults were recorded: fault 104 on (B)(6) 2024 at 06:34:00.000 hour, 17:44:00.000 hour, and 17:44:08.000 hour. Fault 73 on (B)(6) 2024 at 16:05:00.000 hour and 16:15:00.000 hour. Fault 11 on (B)(6) 2024 at 16:36:00.000 hour and 16:46:00.000 hour. Pump was cut open to perform a visual inspection and found no moisture damage. Test p-cap locked in place properly during testing. The following damages were also noted: battery tube threads - cracked, cracked case (battery tube), corroded battery tube, and scratched case. In summary, customer concern for frozen screen not confirmed. Unit passed testing within spec and no frozen screen or alerts/anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and customer reported a frozen display, customer called back after resting pump for 2 hours and replacing battery and frozen display continued. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.